Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt had suddenly not been able to feel device stimulation anymore, but that they had not experienced any recent injury or trauma that may have damaged the vns therapy system. The pt has been experiencing "a fair number" of seizures, but not have pre-vns baseline frequency. The pt is very active, plays softball and carries a heavy backpack. Review of x-rays revealed an acute bend in the lead wire located mid-clavicular and approximately 1cm superior to the pulse generator. Lead replacement surgery is planned due to suspected lead break. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Product analysis summary: analysis identified a fatigue fracture on both lead coils. No pitting was observed on the broken wires. As a result, it is not possible to determine if current was flowing at the time the lead breaks occurred. The cause of the lead break is unk.

Event description:
Further follow-up revealed that the patient underwent lead replacement surgery. The new lead was connected to the existing generator.